Event description:
It was reported that a month post implant the patient was experiencing positional phrenic nerve stimulation. Diagnostic testing was done and it was found that there was extracardiac stimulation due to the left ventricular (lv) lead. The lv lead's amplitude was decreased and the lead remains in use. The patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 implantable tachy lead, implanted: (B)(6) 2013; 407645 implantable pacing lead implanted: (B)(6) 2013. (B)(4).